Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0b. Pump pass displacement test. Pump received with broken battery cap, broken battery tube threads, cracked reservoir tube lip, cracked case from display window corner, missing end cap sticker and stained address/serial number label. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.